Manufacturer narrative:
Received one device, the customer complaint of "dso failure" was confirmed through functional testing. Found fluid ingress inside device. Device was deemed ber. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that there was dso failure. There was no patient involvement.